Manufacturer narrative:
The etiology of the patient's symptoms are not clear. The symptoms appear to be temporally associated with the re-infusion of the buffy coat cells which contains treated cells, unactivated methoxypsoralen, plasma, heparin and potentially ethylene oxide. The dizziness, lightheadedness and flushing sensation without a change in blood pressure experienced by the patient on more than one occasion would be unusual for an allergic reaction. While we cannot rule out an allergic reaction to methoxypsoralen, the symptoms are suggestive of a serotonin-like release syndrome with the patient's platelets being a possible source. We have asked the treating hcp if he has considered this possibility and have not received a response from the site to date. (B)(4).

Event description:
The customer reported that the patient was having allergy-like symptoms during reinfusion. Issue started on: (B)(6) 2012. (B)(4). The instrument was set in single needle mode. Total photoactivation time: 25 minutes. Reinfusion rate: 10 ml/min. Customer reported that the patient felt rushing/burning feeling from abdomen to head. Customer stopped reinfusion for a moment; patient felt better. On renewed reinfusion, after 15 minutes of appearance of first symptoms; very flushed/bright red face, palpation in neck. No swelling of face/body, no rash. Reinfusion was stopped, patient was laid down flat: felt better. As soon as reinfusion started again, symptoms reoccurred. Customer aborted treatment. Approximately 1 ml remaining to be reinfused. Content of return bag (approximately 50 ml) not returned to patient. Within 5 minutes after treatment having stopped, patient was feeling perfectly fine, was walking around. No symptoms remaining. No hospitalization required. Customer thinks this might be allergic reaction to uvadex. Patient suffers from high blood pressure. Patient is administered tablet against high blood pressure at onset of photoactivation.